Manufacturer narrative:
The display was blank due to moisture damage on the electronic and motor assemblies.

Event description:
The customer stated that there was moisture beneath the display. The customer also stated that whenever a button is pressed, the display goes blank. Nothing further was reported.